Manufacturer narrative:
The return of the explanted device is expected, however analysis of the device is not necessary. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system was explanted due to infection and erosion. There were no additional adverse effects reported.